Event description:
A report was received that the patient had an infection at the battery site with symptom of redness which was visible on the skin. The physician confirmed that it was not device related. The patient was prescribed antibiotics. The patient underwent an explant. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm, model#: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.